Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a low battery voltage alert for rrt (recommended replacement time); time of rrt in save to disk was on (B)(4) 2013 where the device rrt was less than or equal to 2.6251 volts. The device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a low battery voltage alert for rrt (recommended replacement time); time of rrt in save to disk was on (B)(4) 2013 where the device rrt was less than or equal to 2.6251 volts. <(><<)>end>. (B)(4).

Event description:
It was reported that the battery in the implantable cardioverter defibrillator (ICD) did not meet longevity expectations. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.